Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the silastic cuff had separated from the metal portion of the pt's percutaneous lead. The hospital staff scheduled a clam shell repair to be performed four weeks later during the pts' next clinic visit. The hospital secured the percutaneous lead with some tape. A few weeks later it was reported that the pt was admitted into the hospital. The pt rolled over into the distal end bend relief area of the percutaneous lead the previous night and experienced an alarm. The hospital staff secured the area with a splint and the log files were reviewed and pump stops were noted while the pt was on the power module. No pump stoppage was noted while the pt was on battery power. X-rays were taken and showed thinning.

Manufacturer narrative:
The pump remains in use supporting the pt. The replaced portion of the percutaneous lead approx 7" in length was returned for eval. The distal end bend relief was returned separated from the metal/controller connector. The reinforcing sleeve was removed to examine the bionate and shielding, and several areas with shield breakdown were noted adjacent to the metal/controller connector and approx 2" from the metal/controller connector. The bionate and shielding were removed, and examination of the wires revealed a disruption in the yellow wire, adjacent to the metal/controller connector. The conductors of the yellow wire were exposed. The remaining wires were intact, but examination under a microscope revealed multiple marks consistent with abrasions on each wire. The disruption of the yellow wire appeared to be the result of repetitive flexing of the exposed lead due to the distal end bend relief separation from the metal/controller connector. If the exposed conductors of the yellow wire contacted the braided shielding while operating on a tethered power source, such as the power module, the resulting short to the ground would have caused the reported red heart alarms and pump stoppages. A review of the device history records revealed the device met all applicable specs upon product release. No further info is available. The MFR is closing its file on this event.